Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci products to perform failure analysis. The sureform 60 stapler instrument was analyzed and failure analysis could not verify the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instruments movements were compared to an in-house golden sureform 60 stapler instrument and no differences were noticed. The grip tips opened and closed properly. The instrument clamped, fired, and unclamped successfully. The instrument was fully functional. No product issue was found. Additionally, the instrument was found to have failed mechanical engagement based on a log review. The logs for the reported procedure confirmed one engagement failure occurred on correlating installs of this instrument in the field. The parameters of the engagement failure indicated that the roll axis hard stop check failed. Additionally, the sureform 60 white reload was analyzed and failure analysis found no issue with the reload. The reload was tested with an in-house sureform 60 stapler instrument. The instrument clamped, fired, and unclamped without issue. Visual inspection was performed and no damage was found. The complaint was not confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the sureform 60 stapler instrument kept moving even when the surgeon did not have his/her hands on the surgeon side console (ssc) master tool manipulators (mtms). The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the ssc high resolution stereo viewer. The surgeon released his/her hands from the mtms while the head was still inside the ssc. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions. There was no injury to the patient as a result of the event.